Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and a power source alert occurred while battery was charging. Multiple wall adapters were used. Although multiple attempts were made by tandem technical support to confirm battery was charged, customer did not reply. The customer's blood glucose was 171 mg/dl.